Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was not cooling and received the alarms one of which was a low flow alert (alert 02). The user had switched out the arctic gel pads but still received the alarm. Hence the user switched out to another arctic sun device but the device was not seemed to be cooling. The patient temperature was 36.6 c the target temperature was 33 c the water temperature was 27.1c and the flow rate was 2.1 lpm. The user checked the event log and found that there was no alert 113 (reduced water temperature control). All the alarms were from the last time the device was used and placed the device in a manual mode set for 4 c. The complainant called back 10 minutes later and stated the water temperature was 27.8 c. Ms and s advised that the arctic sun device would need to go to biomed labeled as not cooling. The user turned on the first device that they had switched out and apart from low flow there was also an alert 113 (reduced water temperature control) and not cooling. The complainant was trying to ask for another device and discussed the proper pad connection to prevent the low flow.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (arcticgel pads) product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was not cooling and received alarms, one of which was a low flow alert (alert 02). The user had switched out the arctic gel pads but still received the alarm. Hence the user switched out to another arctic sun device but the device was not seemed to be cooling. The patient temperature was 36.6 c the target temperature was 33 c the water temperature was 27.1c and the flow rate was 2.1 lpm. The user checked the event log and found that there was no alert 113 (reduced water temperature control). All the alarms were from the last time the device was used and placed the device in a manual mode set for 4 c. The complainant called back 10 minutes later and stated the water temperature was 27.8 c. Mss advised that the arctic sun device would need to go to biomed with labeled as not cooling. The user turned on the first device that they had switched out and apart from low flow there was also an alert 113 (reduced water temperature control) and not cooling. The complainant was trying to ask for another device and discussed the proper pad connection to prevent the low flow.